Event description:
Reportedly,during a pacemaker interrogation, the screen of the smarttouch tablet froze. The screen did not respond until the end of the day when battery was removed to force a re-start.

Event description:
Reportedly,during a pacemaker interrogation, the screen of the smarttouch tablet froze. The screen did not respond until the end of the day when battery was removed to force a re-start

Manufacturer narrative:
Analysis of available data could not confirm the reported freeze from (B)(6) 2023 a popup message was displayed to inform the user to enter the patient information, but was not validated by the user. Based on the available data, it was not possible to determine whether the screen of the tablet was responsive or not. Since this popup message was not validated by the user no further activities were possible. Without validating this popup, the user can neither proceed with any activities nor end the session (this is a generic popup behavior). Available log files did not allow to confirm the reported freeze. Based on available data, no evidence of an anomaly could be found on the subject smarttouch tablet. This case is retained and utilized for trend purposes.